Event description:
It was reported that during the implant procedure the competitor guidewire could not be removed from the lead. The guidewire was completely stuck in the lead at the time of lead placement. The entire lead had to be removed from the patient. When the lead was removed the guidewire was removed from the lead but a new guidewire was not able to be introduced into the lead body. The lead was not used and a new left ventricular (lv) lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. It was also noted that there was blood on the lv4 (low voltage 4) conductor and it was obstructed, there was blood on the lv3 (low voltage 3) conductor and it was obstructed, there was blood on the proximal conductor, and there was blood on the distal conductor of the lead and it was obstructed. Analyst comments also noted that the lead was returned with a fragment of the competitor guidewire stuck in the distal end of the lead. The guidewire was not returned and a new guidewire was used for testing. The guidewire could not be inserted into the lead due to the distal end obstruction.

Event description:
It was further reported that during implant procedure, the lv (left ventricular) guidewire became entrapped in the tip of the lead after placement. The guidewire was only removed with significant force, and the lv lead position was lost. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.